Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's mother reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 300 mg/dl. The customer reported that they received a motor error alarm after reverting to backup plan. Customer was unable to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.